Manufacturer narrative:
Additional information: lot number provided. The straight suction was returned to the manufacturer for analysis. Analysis found that the instrument was not able to verify when attached to a known good tracker returning divot error of 2.4 mm to 2.5 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was noted intra/perioperatively and had no impact on the patient outcome. The delay in surgery was less than 1 hour. It was reported that the surgeon was unable to verify a straight suction. Regardless of technique, they were unable to verify, but they were able to verify the 70 degree right away.